Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. Customer addressed impacted bg levels with a bolus via the pump or with manual injections.